Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power on, even when connected to an ac (alternating current) source. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator would not power on, even when connected to an ac (alternating current) source. During troubleshooting, the rse provided the customer with the following instructions, "verify ac outlet for proper voltage, verify that power cord is functional, verify power supply (24v): with ac power disconnected, remove j1 from power management (pm) printed circuit board assembly (pcba), reconnect ac power, verify that 24v is present between the orange and brown wires on the power supply harness connector, if 24v is present, replace the pm pcba, if 24v is not present, go to next step, verify that ac power is present: disconnect ac power, remove electro-magnetic emi shroud, reconnect ac power, verify that ac voltage is present between the blue and brown wires coming from the ac inlet, if ac power is present, replace the power supply, if ac power is not present, replace the ac inlet. The customer reached back out to the rse and reported that the power cord was replaced, and the device was now powering on and working properly. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.